Event description:
Manufacturer ref (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the dc/dc & standard connector printed circuit board (pcb) was defective and in need of replacement. Replacement of the dc/dc & standard connector pcb solved the issue. No log files have been provided. Converts the internal dc supply voltage +12 v_unreg into the internal dc supply voltages and also controls switching between mains power and external 12 v dc power supply. Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
It was reported that the ventilator's dc/dc & standard connectors circuit board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).